Manufacturer narrative:
B5: corrected d7: corrected please refer to the attached analysis report.

Event description:
Reportedly on (B)(6)2006 the subject lead and the associated pacemaker were implanted. On (B)(6)2020 due to suspected lead fracture, the subject lead was changed. The associated pacemaker was explanted.

Event description:
Reportedly on (B)(6) 2006 the subject lead and the associated pacemaker were implanted. On (B)(6) 2020 due to suspected lead fracture, the subject lead was changed. The associated pacemaker was also explanted.